Event description:
Patient was taken to surgery for repair of incisional hernia with mesh placement. Upon trying to staple the skin closed the skin gun misfired and would not allow staples to be placed. Skin gun (stapler) removed from the field and replaced with another. Surgeon was able to finish the case and patient was sent to pacu. No injury/harm to patient. Replacement device was same model/mfg as first and worked without issue.